Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012, 23/jul/2012 and 16/apr/2015 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported having experienced a left side saline implant deflation and capsular contracture, baker grade iii. Upon review, the device is silicone therefore this event is a rupture. No indication of treatment or surgical reoperation. Device remains implanted.